Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. It was reported that a driver tip fractured and remained stuck in the patient and a cut piece of rod was tightened to the screw head and used to try to remove the screw, resulting in the screw head disassociation from the screw post. Although the reported sequence of events contributed to the user attempting a rescue method, the screw is not designed to be removed by turning a rod tightened to the screw head. This may have resulted in excessive forces on the screw head causing dissociation from the screw post.

Event description:
It was reported that during a revision surgery the screw head of a creo threaded polyaxial screw popped off while it was being removed. It was left in the patient's body. This event occurred in japan.